Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical study that during a normal patient follow up, interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) revealed an appropriately treated episode where the time to therapy was delayed more than 30 seconds due to noise being sensed during the arrhythmia. A shock was successfully delivered. No adverse patient effects were reported. No changes to the system was reported. The s-ICD remains implanted and in service.